Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had crack at the back of the battery. Customer stated that they were going in the shower. No harm requiring medical intervention was reported. The insulin pump was returned for the analysis.

Manufacturer narrative:
Retainer ring = clear. Customer complained about the unit having a crack on the battery area on event date of (B)(6) 2021. Unit received with blank display after battery insertion. Visual inspection has shown that the battery tube has shifted down from it's normal position. Cut the case end cap (motor support cap still in tacked) and was able to push the battery tube back into it's original position. Inserted a battery and the unit booted up properly. Unit passed displacement test, sleep current measurement, active current measurement and selftest. The history download was successful using thus software. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specification. No unexpected battery alarms/alerts noted in the history download on event date of (B)(6) 2021. Tested with a test p-cap and the test p-cap locked in place properly. Unit received with stained keypad overlay buttons, pillowing keypad overlay, scratched/peeling keypad overlay texture, missing display window cover, missing end cap address label, cracked retainer, cracked case at belt clip rail corner, cracked reservoir tube lip, cracked battery tube threads and scratched case. Unit received with blank display due to shifted battery tube assembly. Unit was confirmed for cracked case at belt clip rail corner which is on the battery tube area. Unit passed required testing. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.